Event description:
Endostitch device x 2 would not release needle when surgeon was sewing. The md would sew about three stitches and then the endostitch would not release. The third endostitch worked.